Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and run on the automated test console. The unit failed the ventricular pulse noise test. The ventricular pulse noise measured on the bench was within the requirements of the ventricular pulse noise test. The logs were analyzed and no errors were found. It was confirmed that the unit failed ventricular pulse noise testing, but the ventricular pulse noise level measured was within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: at analysis the device failed its incoming test on ventricular pace pulse noise and it was determined that its main board was defective. If the customer approves the repairs the device will be cleaned and inspected, the main board will be replaced and it will be calibrated and retested on the automated testing system. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.